Event description:
Per the clinic, the patient experienced static and what was reported as a "buzzing" sound with stimulation. When the patient blew his nose he experienced ballooning of the skin at the implant site. Subsequently the patient underwent a surgical procedure (date not reported) to have pe tubes placed, as a result of the ballooning at site. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.